Event description:
Nurse attempted to remove neuroplasty catheter and was unable to. Felt a sharp release and catheter wire seen unraveling. Taped in place and doctor called to remove catheter. Pt to fluoroscopy for exam and all photos were okay. Plastic end appears jagged.